Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Subsequent follow-up with the reporter, additional information was received. It was reported that there were no delays in the surgical procedure; and the lot number was not available as the device was no longer available and will not be returned for evaluation. The complaint device was not returned by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported the device jaws were loose. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, no lot number or part number were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4)-incomplete. The lot number is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer that during rotator cuff repair surgical procedure, it was observed that the hinges of the jaw are loose on the expressew gun device itself. According to the reporter, the surgeon ended up switching it out with a loaner gun. It was not reported if there were any delays in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.